Event description:
Boston scientific received information that the latitude system detected a yellow alert from this implantable cardioverter defibrillator (ICD) due to a "voltage too low for projected remaining capacity" fault code. The patient also reported hearing beep tones from the device. Technical services (ts) discussed the fault was likely a result of the device comparing the projected longevity per current output settings with the actual monitoring voltage and finding a mismatch between the two. Technical services requested a disk containing the stored data from the device in order to complete preliminary analysis. It was later noted that the device had reached elective replacement indicator (eri). Boston scientific engineering reviewed the device data and identified a recent increase in power usage. Corresponding internal battery alerts and other diagnostics were noted. No data exists that explained the increase in power; however, a hardware issue was suspected. No adverse patient effects were reported. The device was subsequently explanted and will be returned for analysis.

Manufacturer narrative:
At this time, this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
The device was later returned for analysis.

Manufacturer narrative:
Upon receipt, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an integrated circuit (ic). Detailed analysis confirmed that the ic issue created the high current condition.